Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. A manufacturing record evaluation was performed for the finished device lkz907 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: please confirm there was no patient consequence. Answers: there was no patient harm as a consequence.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts to obtain the following information have been made with no response to date. If further details are received at a later date a supplemental medwatch will be sent. Please confirm there was no patient consequence. This medwatch report is in response to receipt of a sus voluntary event report, mw5090792. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Surgeon was stunting a surgical wound when the tip of the suture needle broke off. The surgeon was able to retrieve the broken tip of the needle. The patient did not sustain any harm as a result. There were no patient consequences reported. Device is not available for return.